Event description:
Philips received a complaint by the customer on the v60 indicating that the leak value was displayed as zero. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the leak value was displayed as zero. This investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
The device was replaced with another v60 in the same settings and the correct values were confirmed to be displayed. There was neither a delay in therapy nor medical intervention reported due to the event other than the ventilator swap. It was reported that the leak value was displayed as zero. The customer informed the remote service engineer (rse) that the correct value was displayed when a device from another company was connected to the patient. The rse informed the customer on how to check the values and the customer then confirmed that the display of the respiratory rate improved. However, the customer stated that the leak value was still displayed as zero. The unit was sent to the repair center. At the repair center, the reported issue could not be confirmed. The device was returned to the customer without repair at the customer's request. The reported issue could not be confirmed. The device was returned to the customer without repair at the customer's request. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.